Event description:
Ligasure impact was sterilely opened to scrub tech and plug in component was handed off to circulator to plug into the covidien power box. Upon plugging in device, the box displayed an error message stating that the ligasure impact had already been used.